Event description:
It was reported that the patient was not getting any stimulation and could not charge the device and was having communication issue after it was mistakenly removed by the physician in a non-device related procedure. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.

Event description:
It was reported that the patient was not getting any stimulation and could not charge the device and was having communication issue after it was mistakenly removed by the physician in a non-device related procedure. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned. Additional information was received that the patient was experiencing overstimulation from the old ipg prior the replacement procedure.